Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010 product surveillance spoke with the hp who stated she contacted her nurse to report the issue and stated that her nurse retrained her on proper procedures. The hp confirmed she was doing well with therapy and no adverse event resulted from this incident.

Event description:
A home patient (hp) contacted baxter's technical service center to report a system error (se) 2240 alarm on the homechoice (hc) unit during drain 1. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she disconnected prior to the alarm for 15 minutes and was unsure if the drain had started when she reconnected to the machine. The tsr had the hp cycle power to display press go to start. The hp confirmed to restart with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated she contacted her nurse to report the issue and stated that her nurse retrained her on proper procedures. The hp confirmed she was doing well with therapy and no adverse event resulted from this incident.

Manufacturer narrative:
(B)(4).the sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 1 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. This review finds the labeling adequate for the use errors in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).